Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Lens was returned in one half. Visual inspection found optic torn/split and haptic broken. Unable to perform dimensional/ functional inspection due to lens damage. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm0 12.6, -9.0/1.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was replaced with a same size , similare (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).